Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy from the scs system. Reportedly, the patient felt minimum stimulation initially when programs were turned on, but then it would stop. Diagnostics showed multiple lead contacts with high impedance. Surgical intervention may be taken to address the issue.